Manufacturer narrative:
The tech found the casters were worn. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes would not hold. The bed was located in the ER at the account. There was no patient/user injury reported. (B)(4).